Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 1 month. The device was returned for evaluation and thrombus was confirmed. The pump was returned assembled with percutaneous lead (lead) cut approximately 3.5¿ from the pump housing and the severed portion of lead was not returned. The inflow conduit and the outflow graft were returned. The outflow elbow was returned attached to the pump outlet port. Examination of the distal-side of the inlet stator revealed a thin thrombus ring adhered to the inlet bearing ball, which had become unseated from its bore of the rotor during the disassembly process. The thrombus ring appeared to be in the beginning stages of laminated layering, which is an indication that it developed over an undetermined time while the pump was in operation. The remaining pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. A correlation between the observed thrombus and the reported right heart failure could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was increased to 1a transplant status due to lvad complication of rv dysfunction requiring inotropic support with milrinone 0.2 mcg/kg/min. The patient received a transplant on (B)(6) 2017. It was reported that the patient's lvad was not malpositioned, and that there was not a suspicion of pump thrombosis. Evaluation of the returned device noted a thin ring deposition on the inlet bearing ball.